Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information on (B)(6) 2015 indicated that the patient was syncopal and had presented in the emergency room. After the pulse generator change out, the right ventricular lead exhibited an intermittent loss of capture. The patient's condition post procedure was much better.